Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer. The customer biomed verified after troubleshooting with his it department which device speaker is defective. The rse confirmed which speaker parts need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Based on the global decision tree results, the available information suggest that the product problem would be likely to cause or contribute to a death or serious injury if it were to reoccur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with replacement speaker to resolve the issue. It has been concluded that no further action is required at the time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the patient information center ix has no audio alarm when alarming. The device was in use on a patient. No patient or user harm was reported.